Event description:
It was reported that the subject guidewire got broken and detached inside the blood vessel during surgery and part remain inside the patient. Procedure was completed successfully. No other information was provided at this moment.

Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked at 175cm from the proximal end, the guidewire (the nitinol tubing) was noted to be broken/fractured at 189cm from the proximal end. The core wire was broken 6cm proximal to the fracture point which indicates the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. Scanning electron microscopy (sem) images of the fracture site were taken, and the core wire surface indicated torsional failure. The hypotube surface showed low cycle fatigue propagating from left to right and then transitioning into a single cycle (ductile) overload fracture. There are stair steps/beach marks indicative of multiple cycles to failure. This type of fatigue loading may have come from putting the part in an extreme bend and then forcing it to torque ¿ the crack could propagate each time the wire spins in the bend. There was no sign of large inclusions or other material defects that could have weakened the structure. There was no evidence of bad micromachine cuts or pre-existing mechanical damage. Functional test was unable to perform as the guidewire was broken/fractured. Mandrel was inserted into the distal fractured section of the niti tubing to locate the core wire fracture, the mandrel met the core wire at 6cm proximal to the fracture point. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed codes as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject guidewire got broken and detached inside the blood vessel during surgery and part remain inside the patient. Procedure was completed successfully. No other information was provided at this moment.

Manufacturer narrative:
B5 executive summary - updated; f10/h6 ¿ clinical signs code grid ¿ updated; f10/h6 - health impact code grid ¿ updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During visual inspection, the guidewire was kinked at 175cm from the proximal, the guidewire was noted to be broken/fractured at 189cm from the proximal end. A functional test was unable to perform as the guidewire was broken/fractured. A 0.063" mandrel was inserted into the distal fractured section of the niti tubing to locate the core wire fracture, the mandrel met the core wire at 6cm proximal to the fracture point. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, a stryker microcatheter was used in the procedure in conjunction with the subject device, the patients anatomy was moderately tortuous and the procedure was completed successfully. The device was in use on the patient at the time of the event, there were no adverse consequences reported by the user, medical intervention was not required but a surgical delay of an hour was spent trying to retrieve the wire. Further information was received on the 31 aug 2022 as follows; aica aneurysm - ruptured on 20 may. Coil embolize on 22 may. The subject guidewire soft broke inside and could not be retrieved. The patient was discharged on 29 may with ataxia, 7 and 8 nerve palsy and difficulty in waking and speech. She developed these symptoms post procedure. Now since one day 3rd june - right sided mild weakness power 4/5 and severe dysarthria. New symptoms and findings. May explain by brain stem ischemia. Dr. Had kept the patient on aspirin and have now added some antiplatelet also. In case where the guidewire /microcatheter is left behind the patient, as these get endothelialized with the vessel wall in couple of months. Dapt therapy is recommended. Product analysis found the guidewire was kinked 175cm from the proximal end and the nitinol tubing was broken 189 cm from the proximal end. The core wire was broken 6cm proximal to the fracture point which indicates the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. Sem (scanning electron microscopy) images of the fracture site were taken, and the core wire surface indicated torsional failure. No signs of embrittlement. The core wire is slightly bent so it could have been subjected to a combination of bending and torsion. The hypotube surface showed low cycle fatigue propagating from left to right and then transitioning into a single cycle (ductile) overload fracture. There are stair steps/beach marks indicative of multiple cycles to failure. This type of fatigue loading may have come from putting the part in an extreme bend and then forcing it to torque ¿ the crack could propagate each time the wire spins in the bend. There was no sign of large inclusions or other material defects that could have weakened the structure. There was no evidence of bad micromachine cuts or pre-existing mechanical damage. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire broken/fractured during use¿ and ¿un-retrieved device fragments¿ in addition to the analyzed ¿guidewire kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the as reported ¿patient neurological deficit¿ and ¿patient complications' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject guidewire got broken and detached inside the blood vessel during surgery and part remain inside the patient. Procedure was completed successfully. No other information was provided at this moment. Additional information received on 31-aug-2022 stated that the during procedure to treat the ruptured aneurysm at the anterior inferior cerebellar artery (aica). The subject guidewire was broken while torquing to cannulate the vessel at left vertebral artery. The physician tried to remove the fractured fragment, but it was unsuccessful and the fragments were left at left aica - basilar artery and caused a 60-minute surgical delay. Post procedure, the patient developed with ataxia, 7 and 8 nerve palsy and difficulty in waking and speech. According to physician, the ae is unlikely related to the subject guidewire, likely due to parent artery sacrifice (right aica) which was part of the aneurysm rupture treatment. The patient was discharged on (B)(6) 2022. Approximately 2 weeks post-procedure (3-june-2022), the patient experienced a right sided mild weakness power 4/5 and severe dysarthria. Ae was resolved 5-7 days after onset of symptoms. According to physician, the ae is likely related to the subject device but not 100% sure as MRI could not be done due to synchro fragment in situ. CT was not contributory. No dapt/anticoagulant regiment pre were given pre-procedure. Post-procedure, aspirin 150 mg od after loading dose of 300 mg and rivaroxaban 20 mg bd immediate. After new neuro symptoms approx. 10-14 days later - clopidogrel 75 mg added addition to aspirin and rivaroxaban. Triple therapy continue till 3 months. Then rivaroxaban stopped. Clopidogrel continued for 6 more months. Now patient is only on aspirin 75 mg od. Clinically patient is almost recovered clinically. Occasional ataxia. Walking without support. 7th nerve recovered. The current status of the patient is good.